Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for a patient. The result was released and questioned by the nurse. The customer recalibrated the assay, repeated the sample and a normal result was obtained. The following data was provided: customer¿s reference range: 136 to 145 mmol/l 01apr2024 sid (B)(6) initial result = 172 mmol/l; repeat result = 180 mmol/l repeat result post recalibration = 140 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: complete sample ID is (B)(6). The customer replaced the ict module and the issue was resolved. The ict module was determined to be the likely cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the ict module were identified.